Event description:
A consumer reported receiving a higher blood glucose reading of 92 mg/dl when compared to a laboratory comparison of 52 mg/dl. The difference in results when plotted on a clarke error grid fall into the "d" zone showing the difference to be clinically significant. There was no report of death, serious injury, medical intervention or mistreatment associated with the event.